Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after positioning this right ventricular (rv) lead it was not possible to find an optimal position for good pacing impedance measurements. The helix was extended/retracted multiple times but the pacing thresholds appeared high. A final attempt was made to position this rv lead and it was noted that the patient's blood pressure had decreased. It was noted that cardiac tamponade was seen resulting in a small pericardial effusion. The rv lead was removed after a drain was applied and surgically abandoned. It was confirmed that the patient has had previous infectious disease not related to the products which occured prior to implant. Another procedure was performed and a new system was implanted. No further adverse patient effects were reported.